Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, no capture issue was observed on the lv lead. Patient indicated that they fell on (B)(6) 2018. Lead dislodgement was confirmed via chest x-ray. Device was reprogrammed. A revision was scheduled. No further information available.

Event description:
New information received on august 1st, 2018 stated that the lv lead was explanted due to lead dislodgement. A new lead was implanted. No further information available